Manufacturer narrative:
The pump gave a motion sensor test failure alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test due to the motor anomaly. Unable to verify motor error alarm due to the motion sensor alarm during the rewind. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during priming and motion sensor test failure. Customer's blood glucose at time of incident was unknown.